Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: upon subsequent follow-up with the reporter, additional information was received. The reporter clarified that the device was not a jnj product and no jnj device was involved. Therefore, the initial medwatch report is being retracted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the sales rep in china that during pre-surgery for an unspecified surgical procedure on (B)(6) 2024, the unk, imaging management device screen was found to flicker. Changed to another device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: the initial reporter's complete facility address was not provided. D1, d4, g1, g4 (510k), h4: this report is for an unknown imaging managing system. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.